Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2018-00379.

Event description:
It was reported that the tip of a right coronal bender came off during surgery. The procedure was completed using the same devices without reported patient impacts. This is report two of two for this event.

Manufacturer narrative:
The returned tip was evaluated. A visual inspection did not detect any signs of damage. A functional evaluation found that the devices connects with the mating bender, however, they disconnect with minimal force. The cause is likely attributed to wear from repetitive usage. A review of the DHR did not detect any issues which would have contributed to this event.